Event description:
The following was reported to hamilton medical ag: summary: panel connection lost leading to reboot.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: corrected conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a software error when the panel errors occurred. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. If the unit was in use on a patient during the first event could not be determined. No patient, user or third-party harm was reported. The root cause was determined to be a software error. In (B)(6) 2023 the software was updated by the partner to sw 1.2.3. In (B)(6) 2024 the device with sw 1.2.3 has been sent to hm for further analysis and the unit passed a 4 week benchtest without issue. Hamilton medical ag complaint number: cer (B)(4) follow-up 3 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: fsn was initiated: z-0267-2023 (september 22, 2022): in very rare cases, the backlight of the hamilton-c6 display may fail. This is attributable to a reset of the hmi controller (hmi reset) which causes the display to fail for 2-3 seconds. The device's ventilation function is not affected by this.

Event description:
The following was reported to hamilton medical ag: summary:interaction panel blackout for 2-3 sec (hmi reset).

Event description:
The following was reported to hamilton medical ag: summary:panel connection lost leading to reboot.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a software error when the panel errors occurred. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. If the unit was in use on a patient during the first event could not be determined. No patient, user or third party harm was reported. The root cause was determined to be a software error. In september 2023 the software was updated and the unit passed a 4 week bench test without issue. The panel connection lost issue was fixed with a software update version 1.2.3.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: corrected conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a software error when the panel errors occurred. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. If the unit was in use on a patient during the first event could not be determined. No patient, user or third party harm was reported. The root cause was determined to be a software error. In september 2023 the software was updated by the partner to sw 1.2.3. In march 2024 the device with sw 1.2.3 has been sent to hm for further analysis and the unit passed a 4 week benchtest without issue.

Event description:
The following was reported to hamilton medical ag: summary:panel connection lost leading to reboot.